Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that agent received call from patient stating that they received the replacement equipment. Caller wanted to know if the stimulator remains on even without the external equipment. Caller stated that they started experiencing diarrhea again but can sometimes feel the stimulation. Agent reviewed caller will need to see their hcp to reprogram the new equipment. Additional information was received from the patient. The patient reported that the cause of sometimes feeling the stimulation was u nknown. They reported that what most likely caused or contributed to the issue was that it was not helping their standard problem so they did not use it the past 2 years. They reported that steps taken to resolve the issue were that they had the device removed on (B)(6) , 2025. The patient stated that they were soon 94 so they did not want to start up again. They reported the issue had been resolved. The patient reported that since it was removed they did not have any different feeling.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp).the hcp reported that the cause of the patient only "feeling the stimulation sometimes" was unknown, but they indicated that the issue was not caused by normal battery depletion. When asked the likely cause, the patient reported "likely from the current dispersing from the leads" when asked the steps that were or will be taken to resolve the issue the patient indicated "none required. Reassured."